Event description:
It was reported that this lead exhibited dislodgement a week after implant during a chest x-ray performed for un related reasons. No adverse patient effects were reported. The lead was repositioned successfully.